Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. This file has documentation that attempts were made to the facility to obtain information pertaining to patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy). The medwatch 3500a form previously provided represented all known information and no further follow up attempts were completed.

Event description:
It was reported that the pta balloon would not inflate during the first inflation in the a/v fistula. There was no reported retraction difficulty through the sheath. Another balloon was used to complete the procedure. There was no reported pt injury.

Manufacturer narrative:
A complete mfg review could not be performed as the lot number is unk. The device was returned. The eval found the glue bullet was lodged within the catheter shaft, partially blocking the inflation/deflation ports. Additionally, the glue bullet did not appear perpendicular to the polymide surface, which may have contributed to it becoming lodged. The root cause for the inflation and deflation issues is related to the glue bullet becoming lodged within the catheter shaft. The root cause for the improperly formed glue bullet is mfg related. Operator awareness training regarding the glue bullet process was performed. The user facility/medical personnel was unable to provide any further pt, product and/or procedural details on this event.